Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The device was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review did not reveal any anomalies as it states pain is a known risk associated with the use of lumbar spine implants and associated instruments. A risk review was completed and confirmed that the event of pain was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis. However, a labelling review found that the reported event is a known risk associated with the use of lumbar spine implants and associated instruments. Therefore, boston scientific concludes that the most probable cause of the complaint is a known inherent risk of device use.

Event description:
It was reported that a patient had their superion interspinous spacer device was explanted due to the patient experiencing pain while walking. The pain is attributed to the superion implant.